Event description:
The customer was hospitalized with high blood glucose levels. The mother reported "no delivery alarms" and that she has changed the reservoirs and the sets. Troubleshooting performed on the insulin pump. The insulin pump did not pass.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.